Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4) event occurred in france on (B)(6) 2024, it was reported that thepatient's infusion set was not adhering long enough. No further information available